Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred and customer received an auto-off alert/alarm. Customer did not confirm if there was any interaction with the pump prior to the auto-off alert/alarm. Customer's blood glucose (bg) was over 540 mg/dl and ketone level was elevated. Manual insulin injections were administered to address bg. Paramedics were called and customer was treated with insulin injections and intravenous saline. Customer changed pump supplies to resolve the occlusions. Upon follow up, customer reverted to using manual injections for insulin therapy.